Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. (B)(4).

Event description:
The hospital reported that, during pre-use checkout, the unit would not pressurize. There was no reported patient involvement.

Manufacturer narrative:
Gehc disassembled the auto/manual switch mechanism and checked for damage or manufacturing residues. Detected no damage or manufacturing residues. The mechanism was cleaned and lubricated.